Event description:
The rotator broke while injecting contrast. This occurred four times. The customer reduced the pressure on the injector to 600 psi and still experienced the reported failure. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00182, 00183, 00184.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not report a lot number. A follow-up report will be submitted when the evaluation has been completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.